Manufacturer narrative:
Manufacturer narrative: the customers reports that the cns (central monitoring system) goes into communication loss on all beds for up to 15 seconds. When the customer looks in full disclosure they cannot find any comm loss. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customers reports that the cns (central monitoring system) goes into communication loss on all beds for up to 15 seconds.